Manufacturer narrative:
The board was evaluated, residues of liquid were found on the point where the short circuit occurred.

Event description:
While connected to a pt, the customer reported a burning smell from the ventilator and the ventilator's front panel lamps flashed erratically. There was no pt injury. All alarms were activated. Upon inspection of the ventilator, the fse found heat damage to the pc 1607 board on the empty connector near the pc 1615 board.